Event description:
The user was noted to have reported via email, as follows: faulty test: I have faulty strips in test kit lot 221co20103-05.

Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; the current status of the number of patient is unknown. Lot number: 221co20103 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Test to the production batch of product retention samples (lot:221co20103-05) , the test was pass.